Event description:
A report was received that the patient was explanted due to inadequate stimulation after an accident and needed an MRI. The device analysis revealed that the patient's change in stimulation was a result of a broken cable in the lead. The breaks were due to fatigue or overstress, and may be a consequence of the car accident.

Manufacturer narrative:
The ipg passed visual, performance, photographic, electrical, and mechanical tests performed. Visual and x-ray inspection of the lead revealed that cables were completely broken at the bent/kinked location of the lead body. The fractures are in the location of where the lead was sutured in place. Electrical tests confirmed that four electrodes were open due to the broken cables. Visual inspection also found that 1 electrode of the distal end was crushed. The root cause of the crushed electrode was unknown. This is the final report.